Event description:
During a replacement procedure of a defibrillator (ICD), two sutureless leads were removed from svc because of an "insulation break". Implanted on 9/11/92. Removed on 2/15/96. Implant months 41.